Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 60 mm diameter abdominal aortic aneurysm. The proximal aortic neck was 26 mm in diameter and was 30 mm in length. The proximal neck angulation was 10 degrees. The iliac arteries had mild tortuosity and mild calcification. It was reported that there was a type IV endoleak on the contralateral limb approximately 2cm distal to the contralateral gate. The endoleak was brisk and focal, specifically visible within maximum diameter region of the aneurysm. The physician performed a secondary intervention and implanted an endurant ii 16/10/124 limb that was implanted to reline the stent graft and the issue resolved. No additional clinical sequelae were reported and the patient is fine